Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atm for 20 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.